Manufacturer narrative:
Correction: k152541.

Manufacturer narrative:
Result: the proximal shaft was kinked approximately 34.0 cm from the hub. Conclusion: the complaint has been evaluated. The complaint indicated that the ace 64 was noticed to be fractured about 20-30 cm from the hub. The complaint mentioned that no excessive force was used during the removal from packaging. Evaluation of the returned device revealed a kinked proximal shaft. This type of damage typically occurs due to improper handling during removal from the packaging. Even though the complaint indicated that excessive force was not used, if device was removal from the packaging hoop at an angle, damage such as this may occur. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter. Upon removal from the packaging, the ace 64 catheter was found broken and was not used. The procedure continued using a new ace 64 catheter.